Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.-7.8cm, 13.9-14.1cm, 16.1-16.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.